Event description:
Resuscitator bag contained in a system kit does not expand after being squeezed to ventilate a manikin in training. Something was possibly obstructing the intake valve on the resuscitator preventing it from refilling.